Event description:
The user facility reported insufficient gas exchange in the capiox fx15 device during cardiopulmonary bypass. Follow up communication with the user facility reported the following information: had a difficult time getting enough oxygen to patient using fx15e. It was reported, turned fi02 to 100 with no change. Was never able to get passed 80. Could not get gas exchange as they wanted. Product was not changed out. Surgery was completed successfully and no impact to the patient.

Manufacturer narrative:
The involved device was not returned for evaluation so the cause for the reported complaint cannot be confirmed and the lot number is unknown. Therefore, the failure investigation consisted of the evaluation of user facility information. The production lot number was not provided by the user facility, which prevented a meaningful review of device history records or product release decision control sheet. A review of complaint files searched for any MDR's about insufficient gas transfer performance for the past three years. The following cases were found. (B)(4) (MDR no. 9681834-2013-00086), (B)(4) (MDR no. 9681834-2013-00175), (B)(4) (MDR no. 9681834-2014-00010), (B)(4) (MDR no. 9681834-2014-00048), (B)(4) (MDR no. 9681834-2014-00167), (B)(4) (MDR no. 9681834-2014-00209), (B)(4) (MDR no. 9681834-2014-00240), (B)(4) (MDR no. 9681834-2014-00258) and (B)(4) (MDR no. 9681834-2015-00099). Due to the extremely limited information, the cause of this complaint cannot be determined. The following factors can be inferred empirically as a cause of a difficulty in elevating pao2. The wet-lung phenomenon occurred, and the gases were prevented from being transferred sufficiently by it. Gas flow rate was too low, leading to insufficient o2 volume. The blood volume was too low against the patient's metabolism. Re-warming activated the patient's metabolism leading to an increase in the volume of o2 consumption, resulting in a gradual decline in svo2. Due to insufficient heparinization or the patient who was difficult to be heparinized, thrombus formed in the oxygenator module and blood was prevented from having sufficient contact with o2 gas, resulting in the deterioration in the gas transfer performance. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00169 to provide additional information: perfusion record , lot number , expiration date , device manufacturer date , review records. , patient weight. The manufacture received the pump record with the serial number. The lot number was traced back from the serial number and found the lot number to be 130827. The involved perfusion record was reviewed as follows: patient information: (B)(6). It was at 15:10 when fio2 was increased to 100 at flow of 4400ml/min. With a comment of "rewarming". @ 15:20, po2 was 54 (v/a unknown). Flow was noted to have been increased up to 4900ml. @ 15:35, po2 was 33 (v/a unknown). Flow was noted to have been increased up to 5000ml/min. A review of the device history records and product release decision control sheet of the involved product/lot# combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. Based on the information in the perfusion record, the below assumptions can be inferred. Due to the rewarming stage, the patient's metabolism was activated. Increases in fio2 did not help pao2 get increased. This implied a possibility that the gas transfer had been hindered due to some factor(s): pao2 may have been affected by the coincidental occurrences of the above factors and was not able to be increased. With no evaluation of the actual sample, the cause of the complaint cannot be determined definitely. It is stated within the IFU the below instructions: upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. Measure blood gases and make necessary adjustments as follows: control paco2 by changing the total gas flow. To decreased paco2, increase total gas flow. To increase paco2, decrease total gas flow.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00169 to provide additional information: perfusion record , lot number , expiration date , device manufacturer date , review records , patient weight.